Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. B1: ticked to capture malfunction problem. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 60 year old male patient admitted in with cardiomyopathy and presenting in scai stage c shock at the pump implant. Underlying medical history was not shared. Shortly after the pump was placed (6 hours) the pump observed to be migrated out of appropriate left ventricle position and into the aorta. The team made decision to remove and replace the pump with a new cp pump. The cp remains on for support. The pump exchange was performed with no clinical consequence to the patient reported.